Event description:
A pt reported blood glucose results of 0 and 400 mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. Pt went to the fire station near their home and their blood sugar was tested but they do not remember the result. They took their own medication based on the 400 mg/dl result. Their only symptom reported at the time of the precision testing was hunger and they stated that was because the tests were done first thing in the morning. No evidence of meter contributing to a serious injury.